Event description:
It was reported that imaging demonstrated an ivc filter that was tilted (degree unknown), and several filter legs extended outside of the vena cava wall. The patient is reported to be asymptomatic and the event was an incidental finding. There were no attempts to retrieve the filter and it remains implanted.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The filter remains implanted. The investigation is currently underway.